Manufacturer narrative:
H3: review of the pump interrogation report indicated the pump was delivering baclofen 2,000.0 mcg/ml. Analysis of the pump identified no anomalies. H6: fdm updated to 10. Fdr updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and 120 mcg/day) via an implantable pump for an unknown indication for use. The representative contacted technical services to inquire if there was a difference in the performance between a synchromed el 10 ml and a synchromed ii 20 ml. They stated an hcp replaced a synchromed el with a synchromed ii, and had to increase the baclofen dose from 120 mcg/day to 300 mcg/day. Further complications were not reported. Additional information was received. The hcp had decided to replace the catheter. The pump was working correctly after testing. Additional information was received. It was stated the catheter was checked by opacification and it was okay. The catheter was still implanted. The surgeon decided to not explant the catheter after the opacification, as they did not identify an issue. The symptoms the patient experienced included a return of spasticity. The issue was first identified on (B)(6) 2018. The event has not resolved. No contributing factors to the issue were identified. The surgeon decided to do a lumbar puncture without using the catheter to check if the patient was still responding to a 50 mcg baclofen test. The date of the test was not known. Additional information was received. It was reported since the pump implant on (B)(6) 2015, the hcp noticed symptom return, and they were obliged to increase the baclofen dose from 120 mcg to 280 mcg without any improvement. It was reported the therapy was ineffective. A rotor of the pump was performed, but no issue was shown and everything was okay. The hcp decided to replace the system (pump and catheter) on (B)(6) 2019. The issue was resolved. There were no contributing factors identified. The patient status was alive - no injury. The pump would be returned. It was not reported if the catheter would be returned. Further complications were not reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient experienced "spastic tetraplegia on bmi." It was also stated since the pump implementation in 2015, there was a need to increase the dose while the patient had been stable for years at 120 mcg of baclofen. In 2018, a radiological test of the pump's operation was carried out, and the test was correct. In (B)(6) 2018, "complete overhaul of the system all works." Despite this, doses of baclofen increased to 280 mcg, but became ineffective during the last 6 months. It was reported there was aggravation of the patient's spasticity due to ineffectiveness of the pump.